Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a retrospective review of device data it was identified that this implantable cardioverter defibrillator (ICD) exhibited an episode of inappropriate shocks due to the algorithm double counting of the right ventricular channel. No other information was provided. This device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that during a retrospective review of device data it was identified that this implantable cardioverter defibrillator (ICD) exhibited an episode of inappropriate shocks due to the t-wave oversensing. No other information was provided. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field, h6: device codes.